Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator; product ID 377860, lot# v011437, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 377860, lot# v011437, implanted: (B)(6) 2006, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported there was an impedance reading of >3600 ohms. It was noted that every single electrode pair was showing greater than 3600 ohms, but patient was still feeling stimulation. It was noted the patients device currently felt "good in the legs". It was reported that only one impedance test was performed at .24v for the device. It was reported the system had high impedances. It was reported the patient was probably going to get system replaced with another device since he had ms.